Event description:
It was reported air aspirated to the sheath during insertion into the pt. Then blood adversed at the hemostasis valve, so the physician exchanged the sheath.

Manufacturer narrative:
One 8f fast-cath introducer was received for eval. Visual inspection revealed a blood-like substance on the returned device. Review of the device history record confirmed this lot met mfg requirements prior to shipment. In conclusion, functional testing revealed a leak through the side port during testing. Add'l investigation revealed the leak was caused by a tear at both ends of the manufactured slit on the hemostasis seal. It is uncertain what caused the seal to tear.